Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter has passed all testing with no faults found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). On an unknown date/time, the patient reportedly obtained blood glucose results of '230 and 340mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing her blood glucose with another device. The patient testing frequency and usual blood glucose range are not known, however, according to the csr's documentation, the patient manages her diabetes with insulin (via insulin pump). According to the csr's documentation, in response to the reportedly meter issue the patient allegedly increased the dose of her medication during her hospitalization (date/time not specified). It is unclear if the patient was already admitted to the hospital prior to the start of the alleged issue and it is not known what the patient's blood glucose result was (with the subject meter) before going to the hospital. On an unclear date/time, the patient reportedly developed symptoms of dehydration, frequent urination, and had lost 13 pounds as a result of the alleged issue. According to the csr's documentation, the patient was reportedly hospitalized from (B)(6) 2011 thru (B)(6) 2011 and was administered an unknown amount of humalog insulin by a health care professional (hcp) as treatment. The amount of times the patient was hospitalized (since the start of the alleged issue) is unclear. Prior to the patient's alleged hospitalization, it is not known if the patient continued testing with the subject meter after the alleged issue began, and if so, it is not specified what the patient's blood glucose results are; the patient's blood glucose result with the ER/ hospital meter is not known; and the reason for hospitalization is not specified. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was allegedly hospitalized after the reported meter issue began.